Event description:
Pt reported obtaining back-to-back blood glucose results of 94 mg/dl, 61 mg/dl, and 42 mg/dl, while using the suspect device. Pt indicated that based on these values, she self-treated by drinking apple juice. No pt injury was reported. A level one qc test was reportedly performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.